Event description:
It was reported that the catheter broke. This 7x120, 130 cm eluvia self-expanding stent was selected for use in a left lower extremity angiogram with intervention procedure. The target lesion was a long chronic total occlusion segment from the proximal superficial femoral artery (sfa) to the mid popliteal artery. Pre-dilation of the vessel was performed, then this stent was used with a non-boston scientific guidewire. After the stent was implanted, as the stent catheter was being moved out of the body, a piece of the catheter broke off while coming out of the sheath. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed patient information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.